Event description:
It was reported that the patient with this right ventricular (rv) lead had a ventricular tachycardia (vt) episode were several shocks failed to convert the arrhythmia and at some point, after one of the shocks, the vt was accelerated to a ventricular fibrillation (vf). The last shock accomplished to convert the vf. After the last shock, a two second asystole was observed. It was recommended to implant a new tachy lead that can deliver a better defibrillation. At this time the rv lead remains implanted, the ra lead was explanted due to other non product experience and the tachy lead array has been implanted as recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.